Event description:
As reported by the user facility, a patient with severe coronary artery disease underwent an intervention procedure. At the onset of the procedure, anti-coagulants were adminstered, integrelin, heparin 6500 units. The patient became hemodynamically unstable and remained at that threshold throughout. The procedure was completed using an 8f angio-seal with hemostasis being achieved successfully. The patient was taken to the intensive care unit and upon arrival, complained of pain with a drop in blood pressure. An ultrasound was performed which revealed no presence of a pseudoaneurysm, but confirmed the patient was "bleeding into the scrotum". Blood test results showed an elevated activated clotting time (act) to be 351. The patient received 1 unit of packed cells which stopped the bleeding successfully. It was reported that the patient is recovering, although patient remains bruised at the location of the right leg with swelling still evident in the scrotum. Patient was discharged and will consult a urologist as patient is experiencing difficulty voiding.